Event description:
It was reported that during a gastric bypass they received the error 'clean instrument' three times then 'replace instrument.' A new device was used to complete the case. The patient received thermal damage on the bowel. The anastomosis was redone and the patient is doing fine.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch #: v7008h. Additional information was requested and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one): the burn opened up the jejunum. The surgeon had to re-do the anastomosis based on the hole in the jejunum. What medical intervention was used to treat the burn? (Such as salve or stitches). The portion of the jejunum that was burned was cut out and she re-performed the anastomosis. Besides the burn, did the patient experience any adverse consequence due to the issue? No patient consequences. Are there any anticipated long-term effects from the burn or injury? No, the burned area was removed from the patient. It is uncertain if the thermal damage was caused by the harmonic or the bovie. The thermal damage was noticed after the anastomosis was complete...after we had already replaced the instrument. Heat management techniques - this surgeon used ultrasonic energy the same exact way she has for thousands of bariatric procedures. Intentional contact - yes. Intentional contact was made to create the enterotomy for the jj again, I am not certain if the burn came from the harmonic or the bovie. The surgeon noticed it after the anastomosis was complete. I do not have access to any photos from the procedure. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.